Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. An external visual inspection was performed and failed, there was major damage observed. Problem could not be confirmed via product investigation. A probable cause could not be determined. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 4 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was at work at the doctor's office. The patient¿s cgm reading was 67 mg/dl, and the bg reading was 51 mg/dl. The patient was experiencing confusion, dizziness, headache, and difficulty walking. The patient was treated with intravenous medication. A chest x-ray was performed, as the patient was experiencing breathing problems, and urinalysis was performed, but there was no result documented. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid calculator. Product has been received but is pending evaluation. A follow-up will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - e0122 movement disorder.